Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent l5-s1 spinal fusion surgery using rhbmp-2/acs due to lower back pain. Status post surgery, the patient felt new pain in her back, tailbone, and sciatic nerve. The patient underwent steroid shots and physical therapy to reduce pain. Patient continued to have extreme pain in her lower back, sciatic nerve, tailbone and pain radiating down her right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.